Manufacturer narrative:
In the analysed case, the inspection of the bed frame revealed that the short of the wire located in the side rail. According to the technician who inspected the bed frame, the malfunction of this wire caused the backrest movement. The part was replaced and no other issues were found. According to citadel plus instruction for use, 831.374.en_I, a full test of all electrical bed positioning functions should be conducted weekly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. To sum up, the reported symptom occurred due to the faulty wire. The arjo device was not meeting its specification as the backrest section of the bed moved without any buttons being pushed. The citadel plus bed was not used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement even no serious injury occurred.

Event description:
An arjo service technician observed a citadel plus backrest raising without any buttons being pushed. No patient was involved at that time. No injury was claimed.